Manufacturer narrative:
The returned valve was returned at pl=0.5 and was not adjustable. The device did not meet the requirements patency testing; therefore all other testing was precluded. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The device also did not meet the requirements for leak testing due to multiple tears in the top of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance". A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was implanted on (B)(6) 2016. According to the report, the valve wasn't draining and the valve was explanted on (B)(6) 2016. Reportedly, the valve was replaced with another strata ii valve and there was no injury to the patient.

Manufacturer narrative:
The returned valve was returned at pl=0.5 and was not adjustable. The device did not meet the requirements patency testing; therefore all other testing was precluded. Proteinaceous debris was noted within the interior and exterior of the valve. Debris within the valve may interfere with the adjustment mechanism resulting in difficulty adjusting the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The device also did not meet the requirements for leak testing due to multiple tears in the top of the reservoir dome. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that "care should be taken in handling the valves as silicone has a low cut and tear resistance". A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was originally reported that dr. Mark sheridan was the initial reporter. However, it was later clarified that dr. John efendy was the initial reporter. This information has been updated. Additional patient information was also provided. It was later reported that when the revision surgery was performed, a tear was noted in the dome of the valve and it was indicated that in the past, multiple attempts to access csf through various needles were used for a csf flow study performed for the patient. It was also later reported that the patient was currently stable.

Event description:
.